Event description:
Rptr writes, "I am disabled. I use a scooter to be mobile. The scooter stops and goes. This has happened at home, on sidewalks and on crosswalks. Several times I was nearly hit by a car. It stops suddenly. I've called MFR - no response". Has been an ongoing problem.